Manufacturer narrative:
Per tandem user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 470 mg/dl and diabetic ketoacidosis, unconsciousness, and vomiting blood. The cause of elevated bg was customer was using supplies for 7 days at a time, as well as reusing supplies. Additionally, customer acknowledged not checking bg level at time of elevated bg. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.